Manufacturer narrative:
(B)(4). The customer reports that the device has a flickering display. There was no reported pt involvement. Philips field service engineers evaluated the device and confirmed the complaint. The display assembly was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer for use. We will consider this a malfunction of the display assembly that caused the flickering on the device display.

Event description:
The customer reports that the device has a flickering display. There was no reported pt involvement.